Event description:
Event description guidant received information that upon interrogation of this pacemaker it was found to be in a reset mode. In addition, the device indicated the battery status was good when the previous reading indicated the device was at elective replacement time. Attempts to program the device to dddr caused the device to reset. This pacemaker was also included in the population affected by the hermetic seal advisory on july 18, 2005.